Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated that they just got off the phone with medtronic rep and they were trying to get their device work. Pt stated they've been having a problem connecting and it's taking a long time but today was the first time that the handset would not respond. Pt mentioned that they just got home from the hospital and they're still not doing well. Pt had to charge their ins, and it charged up fine however when they go to turn it off, the handset started not responding even if they pushed all the buttons. Agent had pt reset the communicator and handset; pt confirmed that when they pressed the button on the handset it wouldn't do anything. Pt confirmed that the handset's battery was at 91%. Agent transferred the call to hcit for further assistance. Pt did not provide a clear answer when the event date was asked. Patient reported this was confusing. They have had connection issues with their cellphone/ programmer but was not directed to their hcp for help with the connectivity issue. Patient reported it finally stopped connecting at all. Patient reported they could not get it connected. Tech support was then able to help them get it working again. However still very difficult to connect many times. Issue not completely resolved. Patient stated they have to make big adjustments morning and night to be able to lay down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating they have been ill since september and their memory is not the best. Patient went through several people and was able to be walked through the steps to get it working again. Issue resolved.